Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of vessel dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known potential adverse event that may be associated with the use of a stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified lesion in the proximal circumflex artery. Following pre-dilatation, a 3.00x23mm xience xpedition stent was deployed; however, a dissection was observed. Another xience xpedition stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.